Event description:
A cre pro wireguided was being used for pylorus dilation in an egd [esophagogastroduodenoscopy] and the balloon malfunction and popped while be used in the procedure. There seemed to be no reason for it to pop, as the tech said they inflated it correctly. No harm to patient noted.